Event description:
The rptr alleged that the device did not deliver defibrillator energy on three separate attempts to administer shocks to a 50 yr old male diagnosed with cardiac arrest. The allegation was based on an observed lack of skeletal muscular response. The pt's down time was not reported. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death.